Event description:
Allegedly, loosening of the liner. For this reason the surgeon needs to do a revision surgery.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.